Event description:
It was reported that on an (B)(6) 2026, a 12-10mm amplatzer pda occluder was chosen for implant using an abbott delivery system. During the procedure, while implantation, it was noted that the device was not conforming to its desired shape and took form of bulbous deformation. The deformed device was never released from the delivery cable. There was no interaction with the cardiac structures during deployment and no angulation/kink were noticed in the delivery system. The procedure was aborted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.